Manufacturer narrative:
Inspection of the download data from the received device found that an 0x41 alarm had been generated, indicating a rotational sensor error. Abnormalities were observed in the rotational sensor data, indicating a malfunction of the rotational sensor assembly. Inspection of the drive mechanism components found the commutator cap to be contaminated and damaged. Inspection of the drive mechanism components found the commutator cap to be contaminated. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor abnormalities and 0x41 alarm. During fluid path testing, a leak was found in the exposed portion of the soft cannula. The investigation could not confirm the timing or cause of the damage observed. This damage did not contribute to the reported event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod for less than 1 hour. It was reported by the patient that the pod was alarming during operation.